Event description:
Case clps reported arm dropping out of haptics once mics trigger is released. Surgeon would hold mics trigger, motorized alignment into haptics, haptics engage green, surgeon releases mics trigger, arm physically drops out of haptics and haptic boundary indicator line goes red. Eventually, surgeon was able to release trigger without losing haptics. Ivan already spoke with fses. Surgery was completed robotically.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: upon arrival at site I checked the j2 bump stops for accuracy. They were both within specifications. I put them spot on to the 10 and 32 degree marks and proceeded with testing. Completed successful homing constants followed by a full kinematic calibration and arm accuracy on both sides. This system is very accurate. Completed all associated testing as per service manual. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1364 was inspected on 13/11/2020 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1364 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case clps reported arm dropping out of haptics once mics trigger is released. Surgeon would hold mics trigger, motorized alignment into haptics, haptics engage green, surgeon releases mics trigger, arm physically drops out of haptics and haptic boundary indicator line goes red. Eventually, surgeon was able to release trigger without losing haptics. Ivan already spoke with fses. Surgery was completed robotically.